Event description:
A customer observed a false positive result for a known negative qc sample using the vitros ahbs assay on their vitros eciq immunodiagnostic analyzer. False positive results could result in inappropriate physician action. There was no allegation of pt harm, as a result of this event.

Manufacturer narrative:
Ocd field service had performed eciq preventive system maintenance, including calibration of the reagent metering pump. Analyzer performance was monitored following the service activity and identified the false positive ahbs control result on the day prior to service being performed. The service activity has returned the eciq to expected operation.